Event description:
During outpatient thrombectomy, catheter tip broke off in patient's arm. Thrombectomy procedure stopped, patient taken to operating room for removal of retained catheter by vascular surgeon. Full retrieval accomplished; confirmed with imaging. Patient recovered well. FDA safety report ID# (B)(4).